Event description:
It was reported by the aci clinical specialist that (B)(6) female patient underwent a coronary catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon broke during deployment". The device was removed and the patient was converted to approximately 15-20 minutes of manual compression at which time hemostasis was achieved. No further complications were noted. The aci clinical specialist reported that limited information was provided to her and no further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 3mm from the balloon proximal tip. If pressure is applied to the balloon in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode is a taper to taper tear. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.